Event description:
On 20 september 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. During the procedure, it was noted that one device did not properly deploy the implant. Investigation of the returned device on 19 october 2022 confirmed that 37mm of the needle and an additional 1mm fragment of needle were broken but included with the returned device, and the entire length of the needle was accounted for. No patient adverse events were reported, and the patient¿s condition was noted as fine.